Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated.h10: no product was returned for investigation. We are unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during the night, the patient noticed a leak in the extension set. This extension set was in place for 72 hours. No patient injury was reported.